Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (value not provided) and an unspecified amount of ketones. Although requested by tandem technical support, customer declined troubleshooting or to provide additional information.